Event description:
A surgeon reported that one day postop following implantation of an intraocular lens, the lens appeared cloudy. The lens was explanted and replaced with another intraocular lens. Add'l info has been requested.

Event description:
The surgeon stated that one day following implantation of the intraocular lens (iol) a yag capsulotomy was performed with no improvement in the haze on the lens or in the pt's visual acuity (va). After lens exchange the pt's va was 20/40.